Manufacturer narrative:
Device is not available for eval. Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report. Additional info from the user facility report: (B)(4).

Event description:
Reported via FDA user-facilities report, pt with gamma nail to repair femur fracture. The implant fractured. Pt had fracture of hip, uncertain if it extended or was exacerbated due to event. Required surgery to remove/replace the implant and repair the pt fracture. Pt returned to hospital twice between original implantation and recovery of implant failure with pain. Problem eventually diagnosed by orthopedic surgeon in the office. Hardware had fractured. Pt demanded return of hardware. It was sterilized and returned. Hospital obtained multiple photographs. MFR aware of both explantation and return to pt. MFR representative present at time of explantation. Additional info from the user facility report: pt with gamma nail to repair prior femur fracture. The implant fractured. Pt had fracture of hip, uncertain if it extended or was exacerbated due to event. Required surgery to remove/replace the implant and repair the pt's fracture. Pt returned to hospital twice between original implantation and discovery of implant failure with pain. Problem eventually diagnosed by orthopedic surgeon in the office. Hardware had fractured. Pt demanded return of hardware. It was sterilized and returned. Hospital obtained multiple photographs. MFR. Aware of both explantation and return to pt. MFR. Representative present at time of implantation.